Manufacturer narrative:
Evaluation summary: market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a cut on the circular seal. The obturator, cannula, envelope seal and trocar appeared intact. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut on the circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic general surgery procedure, the seal was damaged. The surgeon complained of leaking. After further investigation it appears that the seal tore. A new trocar was opened. There was no patient injury.